Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the curved rubber adhesive part was missing and scratches on multiple device components due to handling problems. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope screen stopped displaying. The issue occurred during an unspecified therapeutic procedure that was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was "generation of noise (including horizontal stripe noise/ grid noise/ vertical stripe noise) -the subject cannot be recognized" and phenomenon 2 "error code e218" caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection. Olympus will continue to monitor field performance for this device.